Event description:
Customer reported issues with the insulin pump. Customer states that he would get a no delivery alarm. Customer also states that the drive support cap is sticking out. The blood glucose reading is 138 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to loose and protruded drive support disk. Insulin pump was unable to confirm excessive no delivery alarm and empty reservoir alarm due to motor error alarms. Insulin pump had a cracked reservoir tube lip, bleeding lcd glass, loose and protruded drive support disk, scratched reservoir window, minor scratches on display window and cracked case near display window corners noted during visual inspection.